Event description:
It was reported via repair work order that the head section could not lock into place due to malfunctioned neck shaft. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.